Event description:
New information received noted that the patient has been scheduled to be brought into clinic to make programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing episodes due to post-paced t-wave over-sensing. It was noted that the episodes occurred on two days at around the same time period. The patient did not receive therapy during the over-sensing. No interventions were made. The patient was stable and will continue to be monitored.